Manufacturer narrative:
Further information and the return of the product have been requested. Investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Device was discarded by the hospital.

Event description:
It was reported that after having placed the picco catheter femoral a crack was found in the luer lock connection. The catheter was exchanged immediately. No consequences or harm to the patient occurred. Manufacturer reference: (B)(4).

Event description:
The initially provided complaint description suspected that a crack was detected at the luer lock connection as it was complained that "the orifice of the catheter in the pressure monitoring suite ruptured". On 26th november more different information come available. It was provided that the leakage was detected at the over mold of the needle and not in the catheter luer lock. No consequences or harm to the patient occurred. Manufacturer reference #: (B)(4).

Manufacturer narrative:
During investigation and after further communication, the originally suspected complaint description could not be confirmed: there was no leakage at the catheter, but at the over mould of the needle. The involved product was not sent in for investigation as it was discarded by the hospital. But a video was provided, that shows the leaking of the needle over mold. The video contradicts with the initial failure description. The leaking part was detected at the over mold of the needle, not at the catheter as initially assumed. Based on this, a retain sample of the same batch was investigated. Upon visual and functional investigation no cracks could be detected at the over mould of the needle. No leakage could be confirmed. The device worked as specified. A review of the DHR could not identify any non conformities or deviations relevant to the reported issue. No further complaints were received for this batch. It is not known if a handling error during use or production occurred. Within the seldinger technique, the complained needle is used for puncture at the beginning. A detected leakage at the over mold of the needle before or after puncture is not likely to result in death or serious injury. Corrected data #:b5, d4 h3 other text : device was discarded by the hospital.